Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is wearing the pump supplies for 2-3 days. Customer¿s blood glucose (bg) level was 160 mg/dl reportedly, the customer was admitted into the emergency room on 4/2/23 and was subsequently admitted into the intensive care unit (ICU), for occlusions. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, no response was received by the customer.